Event description:
It was reported that this pacemaker showed interrogation difficulties as it had triggered safety mode. It was recommended to be explanted as soon as possible but remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.